Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was not getting adequate stimulation and was experiencing pain. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively and explanted ipg was kept by medical facility.